Event description:
It was reported that ¿injury to the pulmonary artery was caused by the swan-ganz catheter during use. The article states that the patient was a(B)(6) man and the planned surgeries were tricuspid valvuloplasty, mitral valvuloplasty and the implantation of pacemaker with a myocardial electrode. The catheter was inserted under radiographic guidance without problem. When reperfusion from the artificial heart-lung machine was started after removing the aorta clamp, the customer noticed that the pulmonary artery pressure (pap) did not increase in spite of increasing of the central vein pressure (cvp). The catheter was pulled back a few centimeters and then the pap started to increase. After that, problem was not observed so the extracorporeal circulation was finished. About 45 minutes later after the catheter was removed, suddenly respiratory tract hemorrhage was observed and therefore intratracheal aspiration, differential lung ventilation, bronchoscopic thrombectomy and blood transfusion etc. Were performed. After surgery, obvious false aneurysm could not be confirmed by the pulmonary artery angiography at fluoroscopy room. On postoperative day one, remained blood clot was removed by clamp and so on. On postoperative day two, the tracheal tube was removed. At a later date, false aneurysm which size was 16mm by 14mm with blood flow at the right middle lobe was confirmed by contrast computed tomography (CT) scan. Since there was a risk of recurrent bleeding, coil embolization was performed. The patient was discharged from the hospital without aftereffect. It was suspected that the catheter punctured the pulmonary artery wall when the pap did not elevate at reperfusion.¿ this information was obtained from the literature magazine anesthesia and resuscitation, vol. 49, no. 1, 2013 (page 14). Occurrence date is unknown. There is no device to be returned.

Manufacturer narrative:
There is no product to be returned. Lot number was not provided, therefore, review of the manufacturing records could not be completed. As per the product IFU for perforation of the pulmonary artery, factors associated with the development of fatal pulmonary artery rupture during the use of flow-directed balloon-tipped catheters are pulmonary hypotension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, arteriovenous fistula formation and other vascular traumas. Extreme care should be used during the measurement of pulmonary artery wedge pressure in patients with pulmonary artery hypertension. In all patients, balloon inflation should be limited to two respiratory cycles, or 10 to 15 seconds. No actions will be taken at this time.